Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating there was a defective speaker. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it was confirmed there was no sound. The customer could not confirm if there was a speaker inoperative message present. The speaker assembly was replaced to resolve the issue. No further investigation or action is warranted at this time.